Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high crep2 creatinine plus ver.2 result for one patient from the cobas integra 400 plus analyzer. The initial result was 127 umol/l and the repeat result was 72 umol/l the questionable result was not reported outside of the laboratory. The reagent lot number was 41817801 with an expiration date of 17-dec-2019.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.